Event description:
It was reported that while the ventilator was connected to a patient it generated two technical error codes. One code indicated disabled valves and one indicated a communication failure between monitoring and breathing subsystems. The ventilator was replaced. There was no patient harm. (B)(4).